Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and bacterial infection.

Event description:
Healthcare professional reported "seroma and bacterial infection ". This is for an unknown side. Device status unknown.